Event description:
It was reported that the customer was deceased by the executive of the customer's estate. The date of his death was (B)(6) 2014. The customer's blood glucose level at the time of the event is unknown but had high blood glucose levels around 500 mg/dl the saturday and sunday before the time of the event. The cause of the death is still unknown. The customer was on the insulin pump at the time of death. The insulin pump will be returned to test it and the executive of the customer's estate would like to donate the insulin pump. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received without a battery in the battery tube; hence data analysis could not be performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.